Manufacturer narrative:
As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. On the same day as the event onset, the patient was hospitalized for peritonitis. On an unknown date, the patient started treatment with intravenous vancomycin (1g; frequency and duration not reported), injection flucanazole (150mg; route, frequency and duration not reported) and intravenous fortum (1g; frequency and duration not reported) for peritonitis. The day after the event onset, the patient¿s pd catheter was removed and the patient was switched to hemodialysis and was planning on returning to pd after approximately one month. Six days after the event onset, the patient had recovered. No additional information is available.